Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110, overvoltage set) was confirmed due to thermal damage under the c2 and c10 capacitors on the computer/analog pca board. The monitor was unable to pass detect and treat testing. The root cause for the thermal damage could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code and an overvoltage set.